Event description:
According to the reporter, during the thoracoscopy right middle lobectomy, on pulmonary parenchyma resection, the tan reload was able to be used for vascular treatment without any problems, but when an attempt was made to use the purple reload in the pulmonary parenchyma, it advanced only a few millimeters and the firing stopped. Considering the possibility of excessive force, the resection line was touched and checked, but it was determined that it was not black compatible because of the thin and soft tissue. Another purple reload was opened and used again. However, the device indicated zone3 at the stage of clamping tissue, and the firing was performed, but it advanced only about 1mm and the excessive force status was indicated. A third purple reload was unpacked and attempted to use it, but the excessive force indication was displayed at the stage of the tissue clamping and firing could not be performed. It was determined to be a malfunction on the device side, and the operation was completed without any problems after handling it with a powered stapler from a different company. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: sigphandle - sig power sigphandle handle, serial# c21aae0661 sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unk egia60amt - egia60amt egia 60 artic med thick sulu, lot# unk egia60amt - egia60amt egia 60 artic med thick sulu, lot# unk sigpshell - sig power sigpshell control shell, lot# unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the thoracoscopy right middle lobectomy, on pulmonary parenchyma resection, the tan reload was able to be used for vascular treatment without any problems, but when an attempt was made to use the purple reload in the pulmonary parenchyma, it advanced only a few millimeters and the firing stopped. Considering the possibility of excessive force, the resection line was touched and checked, but it was determined that it was not black compatible because of the thin and soft tissue. Another purple reload was opened and used again. However, the device indicated zone3 at the stage of clamping tissue, and the firing was performed, but it advanced only about 1mm and the excessive force status was indicated. A third purple reload was unpacked and attempted to use it, but the excessive force indication was displayed at the stage of the tissue clamping and firing could not be performed. It was determined to be a malfunction on the device side, and the operation was completed without any problems after handling it with a powered stapler from a different company.